Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation / a correction to the device evaluation. Updated fields: h6 / h10. In addition, the following findings were found: the forceps channel port had a scratch, the grip had a scratch, the plug unit had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image disappearing during angulation in the up / down direction was caused by physical stress applied to the insertion section during user handling, it caused an abnormality in the image sensor unit / cable and the image disappeared; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: important information please read before use warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had loose contact and the image partially disappeared. The issue was found during inspection for use. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that issue occurred due to a damaged charge coupled device unit. There were some defects found at the printed circuit board. There were scratches noted throughout the device and the scope connector cover unit was dirty. The distal end section got warm due to damage to the circuit board unit in the scope connector. The insulation resistance did not meet standard value due to damage to the connecting tube. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the plastic distal end had corrosion. The adhesive on the bending section rubber had a crack and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.